Event description:
It is reported that the surgeon had difficulty in determining the compatibility of the implants.

Manufacturer narrative:
This report will be amended when our investigation is complete.